Manufacturer narrative:
On 22-aug-2024, additional information was received indicating that at the time the catheter did exceed temperature cut-off and ablation was paused. Warning at 37c and cut off is 40c. Correct catheter setting were selected at the time of ablation on the generator and the ngen pump was switching from low to high flow when coming on ablation. On 9-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and irrigation was low. It was reported that irrigation was low, temperature would spike and ablation stopped. The catheter was flushed with no resolution. The catheter was flushed outside of the body and the issue persisted. When the catheter was replaced, the issue was resolved. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation, irrigation, temperature and impedance test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Temperature and impedance features were tested and the results were found within specifications. No temperature or impedance issues were observed. An irrigation test was performed and no obstructed holes were found. No irrigation issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The temperature and irrigation issues reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and irrigation was low. It was reported that irrigation was low, temperature would spike and ablation stopped. The catheter was flushed with no resolution. The catheter was flushed outside of the body and the issue persisted. When the catheter was replaced, the issue was resolved. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).